Event description:
It was reported that the patient underwent a sling procedure in 2005. A week later the patient expired due to a pulmonary embolism. No post mortem was performed. The physician believes that the patient's death is unrelated to the sling device.